Event description:
It was reported that the patient had an internal battery fault in september, and backup battery replacement resolved the fault alarm. It was additionally communicated by a ventricular assist device (vad) coordinator that a note from a different provider on (B)(6) 2023 indicated that the patient was instructed to go to the hospital and had a system controller exchange done in the emergency room that day due to the backup battery fault alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm in (B)(6) 2023 could not be confirmed. Log files were not submitted for review at the time of this event. Provided information for the event indicated that the heartmate 3 system controller (serial number: (B)(6)) was exchanged to resolve the issue. However, log files pertaining to this controller were submitted for review under another event (B)(6), and it was found that no controller exchanges occurred in (B)(6) 2023. Therefore, it is not known how the reported alarm resolved. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (IFU) (rev. C, section 2 ¿system operations¿) states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section describes how to properly remove or install a backup battery within the controller. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.